Event description:
It was reported that during xact stent implantation (exact date of procedure is unknown) in the left internal carotid artery (lica), the patient experienced a transient ischemic attack (tia). One day post procedure, the patient was discharged to home; however, the patient continued to have tia's after discharge. On (B)(6) 2010, approximately one week post-procedure, the patient was hospitalized and diagnosed with a massive stroke. On (B)(6) 2010, the patient was taken to the catheter lab. Via angiogram, the stent was reportedly noted to be too large for the vessel which resulted in in-stent thrombus. Tissue plasminogen activator (tpa) was administered, the thrombus was aspirated and a non-abbott stent was placed inside the xact stent repeat angiogram showed a good flow through the newly placed stent. Additionally, the patient had chronic right internal carotid artery (rica) occlusion. The patient remained non-responsive and in critical condition; however, on (B)(6) 2010, the patent died. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: cerebrovascular accident (stroke), thrombosis, transient ischemic attack (tia) and death, are listed in the product instruction for use as potential adverse effects. Tissue plasminogen activator (tpa) was administered, the thrombus was aspirated and a non-abbott stent was placed inside the xact stent. The additional hospitalization was a result of the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design. It was reported that via angiogram, the stent was reportedly noted to be too large for the vessel which resulted in the in-stent thrombus. The product IFU instructs to "carefully inspect device components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used." It could not be determined of the reported use if an oversized stent caused or contributed to the reported patient effects.